Manufacturer narrative:
The t:slim user guide states: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Check your infusion set tubing daily for any leaks, air bubbles, or kinks. Air in the tubing, leaks in the tubing, or kinked tubing may restrict or stop insulin delivery and result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 882-900 mg/dl and a 4.1 mmol/l ketone level resulting in diabetic ketoacidosis and subsequent hospitalization. Corrections were administered via boluses on the pump and insulin pens. Customer was treated via insulin delivered intravenously. During a follow-up call, it was found that the customer had received occlusion alarms on the pump. Additionally, the customer was not performing infusion set changes per instructions for use; customer had been wearing the current infusion set for over 3 days. In additional to the infusion set off-label use, it was also discovered that the customer was not performing the correct steps during the load process; the customer had not been filling the infusion set tubing with insulin during the load process resulting in air being delivered to the customer instead of insulin (under delivery due to user error).